Event description:
Surgeon was using transtibial technique, he started with the 2.4 mm guide wire with 8 mm reamer thing went well, but when he drilled his 1st 2.7 mm passing pin through the tibial tunnel up to the femur, the 2.7 mm passing pin broke inside the tunnel nearest the lateral side. So the surgeon used a second passing pin and third passing pin to guide. With the transtibial method, he passed the cannulated endoscopic drill bit 4.5 mm from the tibial tunnel and the 1st endoscopic cannulated drill bit 4.5 mm split itself into four, with one loose piece inside the joint when it exists the tibial tunnel and the loose piece had been removed from the patient. What it had left was only the 2.7 mm tip inside the patient's femur bone. And at the end, he led the endobutton 15 mm up to the 8 mm femur tunnel without exiting the tunnel and he used the synthes 3.5 mm screw as a post to secure the endobutton with #2 durabraid and #5 ultrabraid suture on the cortical bone. The 1st endoscopic cannulated drill bit 4.5mm was removed, but the 2.7 mm passing pin tip is still inside the tunnel nearest the lateral side of the femur of the patient. The surgeon also highlighted that patient has a hard bone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two passing pins were returned for evaluation. The failure mode "broken and damaged" was confirmed. An engineering evaluation was performed no material specs deviation was identified. It was concluded that the device was mis-used by the customer during the procedure. The condition of the broken, bent and damaged passing pins showed sign of misuse. This type of failure is common from misalignment when drilling over the passing pin and flexing the femur during transtibial procedures. From a bone drilling prospective it's not normal for the pin to break and damage in this condition. (B)(4).